Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The carrier board was replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an internal failure preventing normal function. Mechanical ventilation was not available. There was no report of patient involvement.